Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: the following results have occurred over the "past few weeks": 3.3, 1.3, 1.8, 4.2, 1.4, 3.3, 1.3, date: unk, inratio: 1.4, lab: 1.9. Takes her coumadin at 10 pm every night.